Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent stress urinary incontinence and recurrent cystocele.

Event description:
It was reported that following insertion the patient experienced recurrent stress urinary incontinence and recurrent cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03669. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence and cystocele. It was reported that the patient underwent a gallbladder removal on (B)(6) 2006. It was reported that the patient had an osteosynthetic plate affixed with (8) 12 mm angle screws on (B)(6) 2008. It was reported that patient underwent mesh removal/revision on (B)(6) 2011 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and recurrence. (B)(4).